Manufacturer narrative:
This report is submitted on september 4, 2020.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the abutment site. The patient underwent a procedure to remove the skin at the infected area, and was treated with oral and topical antibiotics.